Manufacturer narrative:
(B)(4). Investigation summary: it was reported that; difficult to open, incomplete staple line, leak intervention. The analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Please reference the instruction for use for more information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device difficult to close? Does the surgeon wait 15 seconds prior to firing? Was the firing stroke completed plastic to plastic? Were any unusual noises noted? What troubleshooting steps were taken to open device? How was the device eventually opened? What is meant by staple line was incomplete? Can more information be provided about the staple form? Why are 2 devices being returned? Was the issue with device the sole reason for the convert to open? What is the current patient status?

Event description:
It was reported that during a laparoscopic appendectomy, the doctor fired the ats45 white load on the appendix and the stapler would not open. The stapler was eventually opened, but the staple line was incomplete and the appendix was ruptured. Case was completed by converting to open.